Event description:
The box packaging appears very similar between the balloon and stent with balloon. The side view of the box does not provide the full product description or picture, only brand name and size. The product with stent and balloon was inadvertently selected versus just the balloon.